Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown". Healthcare professional later reported "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear). Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown; deflation additional, changed, and/or corrected data: a4, b1, b5, d1, d4, d6a, d6b, h4, h6, h11.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Healthcare professional later reported right side deflation. Device has been explanted and replaced.